Manufacturer narrative:
(B)(4). Carefusion was able to verify the reported issue. Visual inspection revealed pin# 5 located at the jp4 of the power flex was burnt. Internal inspection of the ventilator revealed no signs of any anomalies. Carefusion replaced the power flex to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported by carefusion that the unit had a damaged and burnt lemo connector. It is unknown at this time whether there was any patient involvement associated with this complaint.